Event description:
The reporter indicated the surgeon had implanted a cc4204a collamer aspheric single piece lens on (B)(6) 2011. At a post-op visit the surgeon noted a "bullseye" ridge or defect over the anterior surface of the lens and the patient's vision was not as clear. The lens remains implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem: patient: (B)(4) (vision not as clear). Device: (B)(4) (bulls eye ridge/defect in center of lens), (B)(4) device remains implanted. Device evaluated by manufacturer? No. (B)(4): lens remains implanted. Evaluation: method - (B)(4): lens work order search. Results - (B)(4): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (B)(4) (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Device history record review. A review of the device history record was performed and review of the manufacturing process and (B)(4) indicates that the bulls eye pattern is commonly caused by the (B)(4) process. Per (B)(4), the manufacturing operators are trained to inspect for this defect. Since the lens lot is 100% inspected for cosmetic defects, any lens with a bulls eye pattern which is detectable at 10x magnification shall be filtered and rejected. It is possible that the bulls eye pattern is similar to that demonstrated by cosmetic standards (B)(4) but very light in intensity and cannot be detected at the magnification used at cosmetic inspection. Based on this, there is no evident cause identifiable on what the root cause to this complaint is. Possible root causes would be using dirty or defective lathing tools, inadequate tumbling, inadequate inspection, and /or inadequately trained manufacturing personnel. No conclusion can be drawn: based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation:method - medical review.results - medical review - review of this file indicates that a bulls-eye ridge or defect was note on the iol which is causing the patient to have vision that is not as clear. Any imperfections in an iol may cause distortion in a patient's vision. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined.(B)(4).